Event description:
It was reported that the patient's scs ipg was confirmed to be at end of life. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated. The event of ipg reaching end of life was reported to abbott. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.